Event description:
A patient reported inaccurate erratic readings with a surestep meter. Patient reported almost passing out due to meter reading low when the patient's blood sugar was high. Patient reported experiencing symptoms of dry mouth, dehydration, and thirst. Patient reported that the patient's blood glucose was 144mg/dl on ss meter versus 450mg/dl on hospsital meter.